Manufacturer narrative:
Qn# (B)(4). The actual sample was not returned; however, the customer returned eight unopened cvc kits for analysis. No definite signs-of-use were observed. Additionally, there was no evidence that the returned kits had been opened. All eight kits were opened to analyze the distal extension lines. No defects or anomalies were observed on any of the catheter extension lines/luer hubs. All eight catheters were flushed with a lab inventory ars filled with water. No leaks or blockages were observed. Performed per IFU statement, "check lumen patency by attaching a syringe to each extension line and aspirate until free flow of venous blood is observed". A manual tug test confirmed that the distal extension lines were secure within their respective luer hubs. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "connect all extension line(s) to appropriate luer-lock connector(s) as required. Unused port(s) may be "locked" through luer-lock connector(s) using standard institutional policies and procedures. Slide clamp(s) are provided on extension lines to occlude flow through each lumen during line and luer-lock connector changes". The report of a cracked luer hub/fitting could not be confirmed through complaint investigation. Visual analysis of the extension lines/luer hubs on all eight representative catheters did not reveal any defects or anomalies. Additionally, the catheters met all relevant functional and dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, the root cause cannot be determined without the actual complaint sample returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: catheter insertion was normal. When the extension lines were connected, the brown cap of the distal line cracked while the caps of the middle and proximal lines remained intact. The device was removed, another catheter was inserted and the same incident occurred: crack of the brown cap of the distal line. A third catheter was placed with success. The patient is fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: catheter insertion was normal. When the extension lines were connected, the brown cap of the distal line cracked while the caps of the middle and proximal lines remained intact. The device was removed, another catheter was inserted and the same incident occurred: crack of the brown cap of the distal line. A third catheter was placed with success. The patient is fine.